Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s rv lead dislodged for a second time due to a mass in the right ventricle. The rv lead exhibited oversensing/noise which caused the patient to receive multiple inappropriate shocks. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks after implant the patient¿s right atrial (ra) lead exhibited undersensing from being pulled back. In addition, the patient¿s right ventricular (rv) lead triggered an alert for oversensing as the lead exhibited increased sensing integrity counter (sic) due to a micro dislodgement. The ra lead was initially turned off and then explanted/replaced. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.